Manufacturer narrative:
Updated: model number. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information (ID, weight, and age) was unavailable from the site. The onyx will not return for evaluation as it remains in the patient. Therefore product analysis cannot be performed. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. Mdrs from this event: 2029214-2017-01125 and 2029214-2017-01127. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after onyx embolization, the apollo catheter could not be removed; it reportedly broke and 25 cm stayed in the patient. An attempt was made to remove it with a snare but it was unsuccessful. Surgery was then performed and part of the catheter was removed. There were no patient symptoms associated with this event. The patient was receiving onyx embolization to treat an avm in the intramuscular, proximal femur "musculus vastus lateralis". Vessel tortuosity was severe and the access vessel was the femoral. The reported device and accessory devices were prepared per IFU and the catheter was flushed as directed. There was no friction or difficulty during injection and the catheter tip became entrapped/stuck in the onyx. There was approximately 1 cm of reflux located on the microcatheter and there was vasospasm observed. After the catheter separated, the snare could not successfully remove the device and as a result surgery was performed. The surgery was atherectomy of the common femoral artery (cfa) and the catheter was pulled back over the 6f sheath. Approximately 6 cm of the catheter was left in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.